Event description:
Reporter alleged the needle that is a part of the multiclix lancing system used in finger-stick blood glucose testing protrudes outside the dial cap and does not retract. Cus tomer stated the needle began not retracting one week after it was received and indicated only haging the system for one month. No actions were taken or treatment received reportedly. A request was made for the return of the suspect and replacement prodouct was sent.